Manufacturer narrative:
(B)(4). The returned clamp was received and analyzed. The difficulty to open and close was confirmed by the lab, however the root cause remains undetermined. A batch review was not performed because the lot number is unknown. Baxter will continue to monitor product lines for trends and will take corrective/preventative action as appropriate.

Event description:
Baxter received a report from a nurse regarding a transfer set which seemed difficult to close/open via the sleeve. Particulate matter seemed to be contained inside the sleeve. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Device evaluation expected, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.